Event description:
A pt reported blood glucose results of "320 mg/dl and 517 mg/dl" with a lifescan meter, performed within 10 mins of each other. Thereby indicating a potential malfunction of the meter in terms of precision. The meter and control solution were replaced.